Event description:
On (B)(6) 2010, the pt reported the check button on her insulin infusion device is not responding. She stated she received a low cartridge warning and, when she tried to press the check button to confirm, the button did not respond. To troubleshoot, the pt was instructed to remove the battery and reinsert it. She then received an e8 (power interrupt) which she could not clear and the check button would not respond. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.